Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. Faradrive was inserted into left atrium. When inserting the farawave catheter and aspirated with a syringe and air was inserted into the sheath via the valve. Thus, the device was replaced and issue was resolved.: air was visible in flushing line of the sheath. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.